Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Name: (B)(6). Street: (B)(6). City; (B)(6). State: (B)(6). Zip code: (B)(6). Country: united states. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient did not allow for insulin to warm to room temperature prior to filling res on (B)(6) 2026 which led to increase in bg levels and it was treated with manual administration of insulin.